Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date, if the device was evaluated by MFR, and to provide the completed investigation. One 8f angio-seal device was returned for evaluation. The hemostasis sheath was only returned for analysis. No other accessories components were returned. Visual inspection was performed, the hemostasis sheath was examined under a microscope and revealed a slight kink was at the proximal end of the sheath. No other anomalies were noted. Dimensional testing was performed. The outer diameter of the hemostasis sheath was measured and found to be 0.1158". All measurements were within the manufacturer's specification. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the kink occurred due to the application of an off-axis force to the hemostasis sheath while handling or inserting into the artery. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Weight - (B)(6). Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the patient had two puncture sites, one in the right leg and one in the left leg. When the doctor went to close the right puncture site with the angio-seal device, it was difficult to insert the sheath into the artery. The doctor tried a second angio-seal device and was able to successfully achieve hemostasis for the right lesion with that device. The doctor then tried to insert the first device into the left puncture site and found that it could not be inserted. A third angio-seal device was used to complete the closure of the left lesion. The blood loss was less than 250cc's. The patient was reported to be in stable condition. The procedure was completed successfully. Additional information was received on march 14, 2019. The procedure being performed was a percutaneous coronary intervention. A 7fr sheath was used. A pre-deployment angiogram was performed.